Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (10 x 80) was implanted within the mid common bile duct of a patient with a biliary stricture, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a previous liver transplant and cholecystectomy on (B)(6) 2007. The patient's baseline biliary symptoms assessed on (B)(6) 2010 included right upper quadrant pain, fever, chills, jaundice and dark urine. The patient's baseline liver function tests were as follows: alkaline phosphatase = 154 iu/l, bilirubin = 7.5 mg/dl, gamma gt = 414 iu/l, sgot (ast) = 35 iu/l, and sgpt (alt) = 93 iu/l. The patient underwent a pre study stent placement cholangiogram which revealed a mid biliary stricture. A sphincterotomy was performed during the procedure. The stent was reported to be deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2010, a (B)(4) stent removal cholangiogram for the (B)(4) stent removal was performed. At this time, it was noticed the study stent had migrated, with vessel restenosis. The study stent was removed using forceps, grasping the retrieval loop on the end of the study stent and gently pulling the study stent back with the scope. There were no technical or clinically significant complications during the study stent removal. The patient reported right upper quadrant pain, due to the restenosis. The investigator's reported device causality assessment for stent migration with reoccurring stenosis was reported to be 'unrelated'; however the patient's upper right quadrant pain was reported to be 'possible'. Due to the presence of a recurrent stricture, another wallflex biliary rx covered stent was implanted in order to complete the procedure successfully. The patient was discharged on (B)(6) 2010. The event was reported to be resolved without residual effects. On (B)(6) 2010 the following information was reported to boston scientific: on (B)(6) 2010 the patient underwent a biliopancreatic catheterization procedure, the following is a summary: indication for biliopancreatic catheterization: patient presented with angiocholitis, metallic biliary stent was implanted as part of a study protocol for treating benign stenosis with covered metallic stents. Examination: insertion of the duodenoscope to the fundus. The stent, which had partially migrated, was located below the stenosis. The stent was removed without difficulty using foreign body forceps. Injection of contrast medium revealed a tight stenosis which could not be immediately passed by the guide despite use of a catheter balloon. There was slight filling of the underlying bile duct with contrast medium thanks to the small balloon catheter. A soehendra probe was therefore used to gently explore the stenosis and allow the guide to pass through. This procedure also allowed the guide to be inserted freely past the stenosis into the intra-hepatic bile ducts and the cholangiogram to be completed. There was complete recurrence of the stenosis as a result of migration of the stent. This migration is probably due to the fact that this stenosis was dilated markedly in order to remove stones when the stent was being placed. The cholangiogram revealed some sub-stenotic stone debris which was removed using a dormia, collecting sludge rather than true stones. A stent was placed without further dilatation. This stent is a covered metallic stent as per the protocol. Following the procedure, there was excellent drainage of the biliary tree via the stent, which is positioned within the stenosis. The choice was made to position a smaller stent, of 6cm, since the previous one had been slightly too large. Conclusion: restenosis secondary to migration of the stent, very probably caused by dilatation to remove stones at the time of insertion. Placement of a new stent today without dilatation in order to avoid further migration. Blood tests will be required in one month's time under the terms of the protocol (instruction given to the patient today) and ablation of the prosthesis will need to be scheduled 5 months. *** the following information was reported to boston scientific on (B)(6) 2010. *** it was reported that the patient had cholangitis on (B)(6) 2010. The event was resolved without residual effects and in the investigators assessment the cholangitis was related to the device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (10 x 80) was implanted within the mid common bile duct of a patient with a biliary stricture, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture. According to the complainant, the patient had a previous liver transplant and cholecystectomy on (B)(6) 2007. The patient's baseline biliary symptoms assessed on (B)(6) 2010 included right upper quadrant pain, fever, chills, jaundice and dark urine. The patient's baseline liver function tests were as follows: alkaline phosphatase = 154 iu/l, bilirubin = 7.5 mg/dl, gamma gt = 414 iu/l, sgot (ast) = 35 iu/l, and sgpt (alt) = 93 iu/l. The patient underwent a stent placement cholangiogram which revealed a mid biliary stricture. A sphincterotomy was performed during the procedure. The stent was reported to be deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2010, a stent removal cholangiogram for the per protocol stent removal was performed. At this time, it was noticed the stent had migrated, with vessel restenosis. The stent was removed using forceps, grasping the retrieval loop on the end of the stent and gently pulling the stent back with the scope. There were no technical or clinically significant complications during the study stent removal. The patient reported right upper quadrant pain, due to the restenosis. The investigator's reported device causality assessment for stent migration with reoccurring stenosis was reported to be ''unrelated''; however, the patient's upper right quadrant pain was reported to be ''possible.'' Due to the presence of a recurrent stricture, another wallflex biliary rx covered stent was implanted in order to complete the procedure successfully. The patient was discharged on (B)(6) 2010. The event was reported to be resolved without residual effects. On (B)(6) 2010 the following information was reported to boston scientific: on (B)(6) 2010, the patient underwent a biliopancreatic catheterization procedure, the following is a summary: indication for biliopancreatic catheterization: patient presented with angiocholitis, metallic biliary stent was implanted as part of a study protocol for treating benign stenosis with covered metallic stents. Examination: insertion of the duodenoscope to the fundus. The stent, which had partially migrated, was located below the stenosis. The stent was removed without difficulty using foreign body forceps. Injection of contrast medium revealed a tight stenosis which could not be immediately passed by the guide despite use of a catheter balloon. There was slight filling of the underlying bile duct with contrast medium thanks to the small balloon catheter. A soehendra probe was therefore used to gently explore the stenosis and allow the guide to pass through. This procedure also allowed the guide to be inserted freely past the stenosis into the intra-hepatic bile ducts and the cholangiogram to be completed. There was complete recurrence of the stenosis as a result of migration of the stent. This migration is probably due to the fact that this stenosis was dilated markedly in order to remove stones when the stent was being placed. The cholangiogram revealed some sub-stenotic stone debris which was removed using a dormia, collecting sludge rather than true stones. A stent was placed without further dilatation. This stent is a covered metallic stent as per the protocol. Following the procedure, there was excellent drainage of the biliary tree via the stent, which is positioned within the stenosis. The choice was made to position a smaller stent, of 6cm, since the previous one had been slightly too large. Conclusion: restenosis secondary to migration of the stent, very probably caused by dilatation to remove stones at the time of insertion. Placement of a new stent today without dilatation in order to avoid further migration. Blood tests will be required in one month's time under the terms of the protocol (instruction given to the patient today) and ablation of the prosthesis will need to be scheduled 5 months.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (10 x 80) was implanted within the mid common bile duct of a patient with a biliary stricture, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient had a previous liver transplant and cholecystectomy on (B)(6) 2007. The patient's baseline biliary symptoms assessed on (B)(6) 2010 included right upper quadrant pain, fever, chills, jaundice and dark urine. The patient's baseline liver function tests were as follows: alkaline phosphatase = 154 iu/l, bilirubin = 7.5 mg/dl, gamma gt = 414 iu/l, sgot (ast) = 35 iu/l, and sgpt (alt) = 93 iu/l. The patient underwent a pre study stent placement cholangiogram which revealed a mid biliary stricture. A sphincterotomy was performed during the procedure. The stent was reported to be deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2010 a pre-study stent removal cholangiogram for the per protocol study stent removal was performed. At this time, it was noticed the study stent had migrated, with vessel restenosis. The study stent was removed using forceps, grasping the retrieval loop on the end of the study stent and gently pulling the study stent back with the scope. There were no technical or clinically significant complications during the study stent removal. The patient reported right upper quadrant pain, due to the restenosis. The investigator's reported device causality assessment for stent migration with reoccurring stenosis was reported to be "unrelated"; however, the patient's upper right quadrant pain was reported to be "possible". Due to the presence of a recurrent stricture, another wallflex biliary rx covered stent was implanted in order to complete the procedure successfully. The patient was discharged on (B)(6) 2010. The event was reported to be resolved without residual effects.

Manufacturer narrative:
(B)(4) - medical intervention required. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Medical intervention required; cholangitis. Reported issue of stent migrated.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The complaint states that it is the opinion of the physician that "this migration is probably due to the fact that this stenosis was dilated markedly in order to remove stones when the stent was being placed." This could be a potential contributing factor to the complaint incident. Pain and stent migration are listed in the dfu for this product as potential complications associated with the use of this device. Therefore, based on the evaluation of the complaint details, the most probable root cause is anticipated procedure complication.